Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4)implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (954.5 mcg/day) and bupivacaine 20 mg/ml (9.593 mg/day) intrathecal therapy via an implanted pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. The patient was not getting as much relief with the cervical catheter versus when the pump was connected to the thoracic catheter. Both sudden and gradual change in therapy/symptoms were indicated with an event date of (B)(6) 2015. They were revising the catheter on (B)(6) 2015. The primary device was related to this event. No troubleshooting, cause of the catheter issue, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.